Event description:
There is a specific sequence of actions that causes the bolus feature to be unavailable for use on the ICU medical plum 360 infusion pump. This was previously submitted as a medwatch report by the individual facility. We are submitting through medsun to share additional information about the issue. Here is the sequence of events: sequence of events was identified on ICU medical plum 360 large volume infusion pump that disables medication bolus functionality, which may lead to delay in patient care and associated harm. (1) medication with bolus enabled infusing on the pump; (2) pump is turned off (or turns itself off - battery issue, etc.); (3) pump is turned back on; (4) end user is prompted new patient? Answer no; (5) end user selects medication channel to resume infusion; (6) end user is prompted clear line __ settings? Answer no; (7) previous medication display appears, however, bolus softkey is no longer visible to the end user when attempting to deliver a medication bolus (only return to a/b softkey is available). It was initially reported that to re-enable the bolus, the end user must reprogram the pump, which takes time. If a critical medication is infusing and requires a bolus, the end user must either manually draw up the drug (if/when available) and give it manually (as IV push) or must take the time to reprogram the medication entry. This delay in care has the potential to cause harm to the patient. This usability challenge was discovered when attempting to deliver a bolus of morphine to an end-of-life patient. Further investigation determined that the bolus feature is not actually disabled but it requires additional keystrokes that are not immediately apparent to the user. When the user resumes the infusion, the bolus feature is visible again. This is the intended design of the pump but may be misleading to new or infrequent users and there is no visual feedback on the device to indicate this to the end user. Manufacturer response for infusion pump, plum 360 (per site reporter). The manufacturer confirmed that the device was functioning as intended and that the bolus soft key feature becomes available again when the infusion is resumed.